Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.00 x 12 mm stent delivery system was returned for analysis with no stent attached. The device was returned without a stent. The stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure applied to the balloon cones were noted. Crimp markings are evident on the exposed balloon. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03-jul-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately calcified left anterior descending artery. A 3.00x12mm synergy drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed stent detachment.